Event description:
It was reported by the customer's mother that the customer received a button error alarm. Customer reported that the up and down arrow are malfunctioning. It was also reported that the insulin pump freezes. Customer's blood glucose level at the time 187mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no frozen screen noted. The device passed the displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted. The unit was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.